Event description:
Noted intact non-blanchable purple tissue on patients left lower inner lip related to etad (endotracheal tube attachment device) hollister ett securement device. Site confirmed as a medical device related dti (difficult tracheal intubation).